Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats/lobectomy according to the reporter: after using one egiaushort, three egia60amt, two egia45amt and two egia45ctav, they found a broken piece of the shipping wedge in the thoracic cavity. It was not known if the other pieces were left in the patient¿s cavity. They checked the shipping wedge of the devices and confirmed all the shipping wedges of the seven sulus were broken. They retrieved 5 broken pieces from the thoracic cavity, but could not find the other pieces. It took them an hour and a half to look for the pieces. It was confirmed that the customer fired the devices without removing shipping wedge. No additional tissue resection. No tissue damage. Product will be returned for investigation. No reinforcement material used in conjunction with the stapling device. No adverse event reported as a result of any delay in surgery.